Manufacturer narrative:
The unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 01/29/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that an issue occurred with an enteral feeding pump. The customer states unit is feeding too fast.

Manufacturer narrative:
Additional information received by the customer on 02/01/2017.

Event description:
It was reported to covidien on (B)(6) 2017 that an issue occurred with an enteral feeding pump. The customer states that the unit overfed by 30mls for 5 feedings (150ml per day). The patient gained weight and had to be put on a special diet. The volume to be infused was set to 150ml at 150ml but delivered 300ml. Patient was fed by a g-tube with epump set item# 773656, lot unknown. Formula was pediatric complete and the patient was being feed for 1 hour, 5 times per day.